Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose readings of 322 mg/dl by meter and 313 mg/dl by cgm after a large carbohydrate meal that was under-announced relative to actual intake, followed by an additional orange consumed two hours later; the user had no symptoms and was advised to allow more time for corrections and to perform a supply change due to persistent elevation. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education with guidance on correction timing and supply change. Investigation included complaint handling and user education on dosing inputs, correction timing, and infusion set and supply replacement. Investigation of this case revealed that the hyperglycemia was consistent with underestimation of meal size and post-meal snacking, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to use conditions rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.